Event description:
The information provided to sjm indicated a 29mm epic valve was selected for use. The valve was implanted on (B)(6) 2013, without any complications. Some time at the end of (B)(6), the patient developed a periodontal infection which was treated amoxicillin and removal of the dental piece. At this time, the patient began to develop unspecified digestive problems and in mid-(B)(6) had a fever of 38.5 degrees celsius. A urinary tract infection was discovered with presence of escherichia coli treated with cefuroxime. Several days later, the fever had increased to 39 degrees celsius. A blood culture was positive for mycobacterium which is capable of causing endocarditis. The patient is being monitored at another hospital.

Manufacturer narrative:
The results of this investigation are inconclusive since the valve remains implanted. However, there was no evidence found to suggest there was an intrinsic defect in the valve, as supported by review of the valve's device history record. The cause of the reported infection remains unknown; however, the patient was noted to have developed a periodontal infection requiring dental equipment to be removed from the patient.